Event description:
It was reported, the patient was unable to adjust stimulation with or without the antenna attached. The programmer would not interrogate. The patient also reported a strong electrical current. This started approximately a month prior. When the patient went to pick up her baby, she would get zapped uncontrollably on the back so she had turned it off. In addition, when she put her arms above her head to do her hair she also had to turn off the device as she would get zapped. The patient stated, it was not really a shocking sensation, but a strong current. The patient¿s physician did not know about the shocking. The patient was redirected to her physician to check the system. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(6).